Event description:
A patient reported that their pump was not holding a charge as long and had missing pieces of plastic, with a crack to the left of the charging port. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and was noted to be out of warranty, currently in the process of renewal.